Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The line had been inserted prior on (B)(6). The line snapped during removal on (B)(6). Surgical intervention had to be performed to retrieve the line left in the patient.

Manufacturer narrative:
Investigation ¿ evaluation a review of the complaint history, device history record, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the catheter was returned in two segments. Under magnification, cut marks were noted on the catheter material around the points of separation. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.